Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that a patient had a semi implanted shoulder implant. The patient only recently complained of glenoid pain. The revision was completed successfully.